Manufacturer narrative:
Product analysis analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Continuation of concomitant: ddbb1d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing, noise and intermittent capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.